Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bottom 20 percent of mobile programmer application screen would not refresh and was displaying text from a different screen while using the analyzer. The user was unable to exit the analyzer and relaunch the application because the analyzer required to continue pacing the patient. The user was able to remember where the buttons were and was able to successfully complete the analyzer session. The user then went to the programmer screen and the same bottom portion of the screen was not refreshed again. The user swiped away the application and restarted the application to return the screen to normal. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.